Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited changes in right ventricular (rv) pace impedance measurements. It was noted that this patient was to undergo a routine generator change-out procedure for normal battery depletion. Over the last year, this right ventricular lead exhibited fluctuations in high pacing impedance measurements. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Additionally, during the generator replacement procedure, the physician did not observe any issues with the rv lead insulation, and extensive testing of the lead was performed. At this time, the rv lead remains in service. No additional adverse patient effects were reported.